Manufacturer narrative:
Concomitant device(s): 320-42-03 - equinoxe reverse 42mm humeral liner +2.5: (B)(6) 320-10-05 - equinoxe reverse tray adapter plate tray +5: (B)(6). 320-20-00 - eq reverse torque defining screw kit:(B)(6).

Event description:
Approximately 3 month(s) and 23 day(s) post-operative of a second revision of a left rtsa, it was reported via clinical study that the patient experienced another dislocation. The reports states abduction when petting dog (dog moved away). The patient underwent another standard reverse revision and the outcome of this event is considered resolved. The clinical report indicates that this event is possibly related to the device(s) and/or to the procedure.

Manufacturer narrative:
The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. D1: corrected. H6: corrected component and investigation clinical codes. H10: corrected.